Manufacturer narrative:
Patient reported good pain relief and no issues with the function of the nalu system while it was in use. Explant was due to generalized symptoms and patient's perception of allergic response. There is no evidence that the patient was experiencing an allergy or immune response. The cause of the symptoms is suspected to be unrelated to the nalu device, however insufficient information is available to the firm to form a conclusive determination as to the cause.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower extremity pain. Patient later reported feelings of general nausea and headaches with unknown onset date. Although the surgical incision site healed, the site remained red. There were no indications of infection and no wound dehiscence noted. The patient did not report any pain at the incision site or at the location of the implant. Patient was referred to a wound care clinic due to the persistent redness at the incision. Per the patient, a staff member at the wound center told the patient she was allergic to the nalu device. Based on symptoms reported and perception of allergic reaction, patient was adamant about explanting the device. Patient was advised to be tested for allergy to the device materials, patient refused testing. A full system explant was performed on (B)(6) 2024 per the patient's request. Per physician, there was no indication of any allergy or immune response around the location of the device. The leads were unable to be removed during the procedure and remain in the patient due to the extensive process to remove them.